Event description:
It was reported that four days after the patient returned home following device implant, an alarm sounded due to low impedance on the lv (left ventricular) lead. It was noted that the patient had shoulder surgery just days prior to the alarm. The patient reported that the alarm was turned off. The device and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, lead, implanted: (B)(6) 2009; 5076-52, lead, implanted: (B)(6) 2009. (B)(4).